Event description:
Device #1 malfunction: recovery catheter resistance. Time of malfunction: during procedure. Symptoms/ae: intervention. It was reported that 7 months post a right internal carotid artery stenting procedure, restenosis of an rx acculink at the distal margin occurred and placement of a second rx acculink was required to treat the restenosis. An rx accunet recovery catheter was advanced; however, resistance was met when trying to advance through both stents. The physician was able to advance the recovery catheter through the stent using a shuttle sheath to retrieve the filter successfully. There was no other adverse patient sequela. Though requested, no additional information was provided.

Manufacturer narrative:
Study event. The rx acculink stent (part# 1011337-30, lot# 8020151) is being filed under a separate medwatch report. Evaluation summary: the device was not returned to abbott vascular for evaluation. There was no product quality discrepancy reported during inspection prior to use or preparation. Difficulty removing the filter basket can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, device placement technique, accessory device support, and stent geometry. The rx accunet 3-in-1 comes with two recovery systems, a shapeable tip design (rc1), and a low-profile flexible tip design (rc2). The shapeable tip design is torqueable and steerable. The low profile design is more flexible and is designed to deflect into place while advancing. It is to the discretion of the user based on preference and experience to use the recovery system that is appropriate for the procedure. Reportedly, there was restenosis at the distal stent margin requiring retreatment with a second overlapping stent. It is possible that the restenosis and presence of two overlapping stents may have contributed to the resistance and difficulty in advancing the recovery catheter through the stented segment. A review of the finished device lot history record did not reveal any non-conformities which could have contributed to the reported event.